Manufacturer narrative:
B5- correction: previously reported a cylinder value of +3.5. The actual value is +3.0. Previously reported that the lens was explanted and then replaced. The lens was actually exchanged. Claim# (B)(4).

Manufacturer narrative:
Age, weight, ethnicity, race-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.5/+3.5/110 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2021 the lens was explanted and then replaced with a longer lens due to low vault and lens rotation. The problem was resolved. The cause of the event is reported as device and a patient-related factor: "seems like the device wasn't accurate, after remeasuring the wtw we got a 12.5mm but the ocos lens based on the acd (3.07mm) + wtw was 13.2mm, so I had to change the size to 13.7mm. So it's both a device error and a patient related factor (but was discovered later)."